Event description:
The customer reported being in the emergency room with high blood glucose of 369mg/dl. The customer experienced sick to stomach. The customer was treated with fluids before and after admission. Troubleshooting was performed, and no damage to the drive support cap noted. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the bolus history and they were correct. Further troubleshooting was declined and the customer requested a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device was received with scratched screen, cracked reservoir tube lip, and cracked battery tube threads.